Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d catalog number was corrected. Health effect - impact code f1903 was corrected to f1905.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced flow saturation. The pump was explanted and the patient was in stable condition.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. High or saturated pump flow: biomaterial was found in the outflow cage/around the impeller on returned product, which could be the cause for saturated flows. However, without data logs, the cause could not be definitively established. Device history review: the device passed all post sterile inspection checks.